Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the reported issue, and observed that blood had entered the unit's reservoir from the pump's safety disk. The customer decided not to repair the iabp and the unit was scrapped by customer, due to relocation of the hospital.

Event description:
It was reported the cs100 intra-aortic balloon pump (iabp) unit catheter ruptured. The intra-aortic balloon catheter in this event is being reported on a separate MDR. Ref mfg. Report # 248146-2023-00476.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cs100 intra-aortic balloon pump (iabp) unit catheter ruptured.